Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: cicu (cardiac intensive care unit) called regarding a heparin syringe that emptied faster than expected. Pt weight 3.3kg, heparin doserate was 10units/kg/hr with rate 0.33ml/hr. 10ml volume of heparin in 20ml syringe, so syringe should have lasted until 1am friday. Syringe changed at 1:45am thursday morning and ce called to unit at 2pm thursday afternoon for empty heparin syringe. Ce asked if new tubing was primed with med at 1:45am syringe change and was told yes. Asked about any lab values obtained to show therapy level, none were drawn in a while, but there was an order for factorxa level to be drawn. Nurse drew labs and when results returned, patient was in therapeutic range.